Manufacturer narrative:
Device has not been returned for evaluation as of yet.

Event description:
Allegedly, the electrode broke during the procedure and fell into the patient. They were able to retrieve broken piece and hospital reported there was no harm to patient.